Manufacturer narrative:
Insulin pump was received with a blank display, problem isolated to the display. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify unexpected battery power loss due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery lasts less than expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.